Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 378 mg/dl. It was stated that the customer was spilling ketones. The caller stated that the customer had a bent cannula and a no delivery alarm prior to the event. The customer had already changed out the infusion set at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.